Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Date of event estimated. Date of implant estimated. Date of implant estimated. Exemption number e2019001. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, a cause for the reported slda, and expulsion could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report event captured based on literature review, and this case represents a summary of patients with single leaflet device attachment and complete detachment of leaflet clip. It was reported through a research article identifying mitraclip that may be related to single leaflet device attachment and complete detachment of leaflet clip. Specific patient information is documented as unknown. Details are listed in the attached article titled, outcomes with transcatheter mitral valve repair in the united states. No additional information was provided.